Manufacturer narrative:
Tip damaged was observed. Probable root cause could be improper sterilization methods, contact force with hard surface/ other surgical instrument. The returned device was confirmed to be a sheath, 2.9mm operative inner, catalog # 0502729061. The lot number (1279361) on the returned product does not match the complaint record (B)(4) however the failure mode reported is consistent with the device returned for this event. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal end fell off. There were no report of patient involvement and adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the distal end fell off. There were no report of patient involvement and adverse consequences.